Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter called reporting customer was in the hospital for high blood glucose levels. Customer had recently started taking a new medication that caused him to be confused. In his confusion, customer pulled out his oxygen tank and insulin pump. Customer was taken to the hospital for high blood glucose levels. At the time he was admitted, customer's blood glucose level was over 400 mg/dl. While at the hospital, it was discovered that the insulin pump's battery cap was missing. Customer was not wearing the device when he was hospitalized. It is unknown how long he was off the device before hospitalization. Nothing further was reported.